Event description:
It was reported that the bd insyte¿ cateter i.v. 24ga x 0.75¿ (0.7 x 19 mm) experienced needle through catheter. The product defect was noted during use. The following information was provided by the initial reporter: during peripheral venipuncture with catheter # 24 there is a rupture of the catheter that requires new punctures # 3. Additional information: there is no report of damage. There was no need for medical or surgical intervention. There was no exposure of blood/chemotherapic.

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that the bd insyte¿ cateter i.v. 24ga x 0.75¿ (0.7 x 19 mm) experienced needle through catheter. The product defect was noted during use. The following information was provided by the initial reporter: during peripheral venipuncture with catheter # 24 there is a rupture of the catheter that requires new punctures # 3. Additional information: there is no report of damage. There was no need for medical or surgical intervention. There was no exposure of blood/chemotherapic. F.10. Event problem code: 1354. H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9087765, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the needle had pierced through the catheter tubing. However, the unit appeared to have been used indicating that the defect occurred after the manufacturing process. If the needle had pierced through the catheter tubing it would not have been possible to use the needle. Based off the provided photo the engineer was unable to verify that this was a manufacturing defect. Since no sample was returned for investigation we were unable to determine a definitive root cause for this issue.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ catheter i.v. 24ga x 0.75¿ (0.7 x 19 mm) experienced catheter splitting/cracked/shearing/frayed. The product defect was noted during use. The following information was provided by the initial reporter: during peripheral venipuncture with catheter # 24 there is a rupture of the catheter that requires new punctures # 3. Additional information: there is no report of damage. There was no need for medical or surgical intervention. There was no exposure of blood/chemotherapic.